Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after eating while using the ilet bionic pancreas, with a reported blood glucose of 221 mg/dl; troubleshooting and education were provided, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no medical intervention beyond education. Investigation included review of the event details and user troubleshooting. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.